Manufacturer narrative:
The investigation confirmed that nonreproducible, higher than expected vitros trop I es results were obtained from two patient samples processed on a vitros 5600 integrated system. Root cause for the event could not be determined; however, the possibility that inappropriate pre-analytical sample processing had contributed to the events could not be ruled out. The investigation could not rule out vitros trop I es reagent or analyzer performances as possible contributing factors.

Event description:
The customer obtained nonreproducible, higher than expected vitros tropi es results from two different patient samples processed on a vitros eci immunodiagnostic system. Vitros troponin I es result = 0.207 ng/ml, verses expected result <0.012 ng/ml; lot 1591. Vitros troponin I es result = 0.072 ng/ml, verses expected result <0.012 ng/ml; lot 1630. Biased results of the magnitude and direction observed may lead to inappropriate physician. The first result was reported outside of the laboratory; the second result was not. There were no allegations of patient harm as a result of either event. This report is number one of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. (B)(4).

Manufacturer narrative:
(B)(4). The analzyer in use was stated as a vitros eci immunodiagnostic system when the actual analyzer in use was a vitros 5600 integrated system.

Event description:
Previous statement: the customer obtained nonreproducible, higher than expected vitros tropi es results from two different patient samples processed on a vitros eci immunodiagnostic system. Corrected statement: the customer obtained nonreproducible, higher than expected vitros tropi es results from two different patient samples processed on a vitros 5600 integrated system. This report is number one of two MDR's for this event. Two 3500a forms are being submitted for this event as two devices were involved. (B)(4).